Manufacturer narrative:
Batch review performed on 02 july 2018; lot 163356: (B)(4) items manufactured and released on 12 september 2016. Expiration date: 29.08.2021. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved: gmk-sphere tibial tray fixed cemented size 2 l reference 02.07.1202l (k090988); lot 168496: (B)(4) items manufactured and released on 22 march 2017. Expiration date: 2022-03-13; no anomalies found related to the problem. To date, (B)(4)items of the same lot have been already sold without any similar reported event.

Event description:
We were informed on (B)(4) 2018 that the patient came in complaining of instability. The surgeon believes the patient stretched over time. The surgeon plans to revise the poly on (B)(6) 2018. On (B)(6) 2018 we were informed that the surgeon revised the poly and the tibial component on (B)(6). The surgery was completed successfully.